Event description:
It was reported that there were concerns regarding premature battery depletion of this pacemaker. Furthermore, there were differing longevity estimates given over the last six months. Additionally, there was a stored signal artifact monitoring (sam) episode which resulted in undersensing of the patients intrinsic rhythm on the right ventricular (rv) channel. The undersensing observation was due to atrial driven rates. Data analysis was performed, and it was found that this patient was in atrial fibrillation (af) and the increase in power consumption was due to high rate atrial sensing. At this time, this pacemaker remains in service. No adverse patient effects were reported.